Manufacturer narrative:
(B)(4).

Event description:
This lead was being revised due to dislodgement when tissue was found to be stuck in the helix, preventing it from extending and retracting. This lead was explanted and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.